Event description:
The surgeon needs to implant the screw in the double hole cup and the head of the screw screwed off. The surgeon was not able to remove the screw from the pt. Therefore, the broken screw still remains in the pt. The head of the screw was removed but the shift of the screw remains in the pt. Ref MFR # 3005180920-2014-00073.